Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: upon unsheathing the device in the correct position, physician turned knob and rotated blue handle until it stopped. Trigger wire did not release. Handle was taken apart so the physician could manually pull the trigger wire out of the introducer to release the graft. Patient outcome: the device remained inside the patient because, the device was deployed in the patient.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: a patient underwent an aortic arch reconstruction with a distal zta-pt-42-38-173 (complaint device) in mid/descending aortic arch. Upon unsheathing the device in the correct position, physician turned knob and rotated blue handle until it stopped. Trigger wire did not release. Handle was taken apart so the physician could manually pull the trigger wire out of the introducer to release the graft. No harm to the patient has been reported. No images nor product was provided for the investigation. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. Clear instructions are provided in the instructions for use (IFU) on how to manually pull out the trigger wires, if the stent graft is not completely released after turning the blue rotation handle. Based on the reported information, it is not possible to determine the exact cause of incomplete release of trigger wires after rotation of the blue handle, the event was efficiently handled by the user following the guidelines in the IFU. It should be noted that use of a zta device as a distal component for an aortic arch reconstruction is considered outside the intended use for this device, however not related to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.